Manufacturer narrative:
(B)(4) date sent: 11/20/2025 b3: unknown d4: batch #538d66. Additional information was requested, and the following was obtained: 1. Will the cartridges be returned? Even if they are not, if you know the cartridge type and lot number, please register them. No cartridges will be returned, and the type and lot number are unknown. 2. We understand that there were no problems with the staple line or the transection, and that the jaws did not open after firing. Please let me know if there are any discrepancies. That is correct. 3. After you determined that the jaws would not open, is it correct to say that when you operated only the knife reverse switch, the jaws opened? Please let me know if there were any other operations you performed. As stated above. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. In addition, a battery pack was returned. Upon visual inspection of the knife, slightly nicks were observed. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 538d66, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the jaws could not be opened/closed after firing. It was handled with the knife reverse switch. The staples were deployed, and the surgery was completed without the need for a replacement device. There was no adverse patient consequence reported. No additional information provided.